Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. Of the data provided, only the chloride result was a reportable malfunction. The initial chloride result was 136 mmol/l and was reported outside the laboratory. The sample was repeated on the same analyzer and the result was 101 mmol/l. The sample was repeated on another cobas c501 analyzer and the result was 100 mmol/l. The result of 100 mmol/l was sent as a corrected report. The patient was not adversely affected. The chloride electrode lot number was k45 with an expiration date of 10/31/2014. The field service representative was unable to determine a cause and could not duplicate the problem. As a preventative measure, he flushed the rinse tubing and checked the mechanical adjustments of probes. He ran precision testing with result within guidelines. Upon follow up, the customer stated they replaced all the probes on the analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.